Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch was not working as the base station led indicator was red and the battery indicator was green resulting in connection issue between the footswitch and base station. Upon troubleshooting, fse replaced the battery of wireless footswitch, which did not solve the reported issue. On further analysis, fse found that the wireless footswitch was faulty and replaced the wireless footswitch and base station. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch was not working, there was no wi-fi connection on the footswitch. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.